Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens. The lens would not advance in the injector. There was no pt contact. Another lens same model, different size lens was used. See MFR #2023826-2010-00775 for injector.

Manufacturer narrative:
(B)(4): evaluation results: (other): a lens work order search was performed and no similar complaints were found within the same work order. Visual inspection of the returned product found the lens stuck in the injector. Cartridge tip is damaged. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).